Event description:
It was reported that "the balloon could not be fully inflated". As a result, the device was removed and not replaced. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Upon return, the teflon sheath was noted connected to the hemostasis cuff; blood was noted in the sidearm. The short driveline tubing was noted cut. The bladder was fully unwrapped. A bend to the iabc central lumen was noted at approximately 45.3cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The customer photos were reviewed. The photo (pic1) shows the iab catheter in a plastic bag. The photo (pic2) shows the original packaging label with a lot number that matches the reported lot number. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. A lab inventory short driveline tubing and one-way valve was connected to the returned iab catheter. The iabc was connected to an iabp using a lab inventory 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. Resistance was noted at approximately 45.5cm from the iabc distal tip, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "balloon could not be fully inflated" is not confirmed. During the investigation, the iabc fully inflated, and no leaks were detected. The returned iabc bladder was fully intact with no abnormalities noted. The returned intra-aortic balloon catheter (iabc) passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn #: (B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the balloon could not be fully inflated". As a result, the device was removed and not replaced. No patient harm or injury. The patient status is reported as "fine".